Event description:
The pt felt shocking sensation in her legs and a burning sensation in her upper lumbar spine and on the left anterior thigh. Movement caused stimulation changes. The symptoms went away when the implantable neurostimulator was turned off. There was no known incident or accident related to the complaint. The pt was seen in clinic one week after the beginning of symptoms. Impedances were between 118 and 385 ohms when measured at 3 volts. The device was programmed to use electrodes 2+ and 3-. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.